Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose event. The customer reported that they treated high blood glucose level with insulin pump. The customer did not mention any symptom related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. They also reported that the insulin pump had no delivery alarm which was resolved after troubleshooting by changing the infusion set. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.